Manufacturer narrative:
Additional information (13-mar-2024): siemens reviewed the information provided by the customer and concluded the investigation of the event. Siemens investigation did not identify a medical device malfunction. Based on the investigation, shipping and handling could not be ruled out as a contributing factor to this event. The device is performing within specifications. No further evaluation is required. Initial MDR 2517506-2023-00069 was filed on 17-feb-2023.

Event description:
Twenty two (22) discordant tacrolimus (tac) patient sample results were obtained on a dimension exl 200 system. The patient results from the dimension exl 200 system were not reported to the physician. The initial results from the alternate non-siemens system considered correct were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the tacrolimus (tac) results.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding twenty two (22) discordant tacrolimus (tac) patient sample results obtained on a dimension exl 200 system. Siemens is investigating the event.